Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The extension was observed as having discoloration in the lead segment, header, and strain relief. It was noted that all but one wire in the header was broken, and some of the wires had been pulled back into the strain relief. The extension experienced a severe overstress that caused one of the broken wires to be pulled back, pushed through and slightly protruding from the silicone header. The extension failed continuity testing, and seven channels measured open. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt ((B)(6)) received a scs system, including an ipg, two percutaneous leads, and two extensions (from the same lot), on (B)(6) 2010. It was reported that the pt experienced reduced pain relief and could not increase amplitude. Several lead contacts allegedly exhibited high impedance readings on one lead, and the pt was scheduled for a surgical procedure on (B)(6) 2011. During the procedure, the lead was explanted and replaced with a new lead. It was reported that the new lead measured normal impedance before it was connected to the ipg; however, the lead revealed high impedance readings when connected to the ipg through the extension. It was reported that the physician discovered an extension had come out of the ipg header. The extension was explanted and replaced, and consequently normal impedances levels and effective stimulation were reported. The explanted lead was discarded and will not be returned to the MFR. The explanted extension was returned to the MFR for analysis. F/u on the pt found no further issues reported.